Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 452 mg/dl, diabetic ketoacidosis, and vomiting resulting in "burn[ing] the top of [their] mouth"; cause was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with ketones; amount was not known. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.